Manufacturer narrative:
The sling was found to be in good condition. The breakage line found on the clip was two-fold and did not compare to the breakage of similar clips during testing and stress calculations, which clearly show breakage due to stress much higher than the swl takes off the top bar of the clip and does not cause any other direction of breakage line. Other clips on the sling were tested by a third party testing company. The tests revealed the other clips were capable of lifting 240kg each as a minimum, much higher than 1.25% of the swl. Based on tests, stress calculations, and previous complaint handling reports, the MFR concludes the breakage shown is in line with cases where clips were not washed and/or dried according to the washing descriptions and were subjected to mechanical pressure. This pressure causes breakage lines to occur and causes the clip(s) to break when put under the stress of normal use. Users can visually check for these breakage lines. The sling operating instructions leaflet indicates slings are to be inspected before each and every use. The sling label shows the washing descriptions and reminds the user to first read the operating and product care instructions. The MFR recommends users be retrained to the sling and main medical device operating instructions, with extra attention to the washing instructions and the "check before each and every use" policy.

Event description:
The facility reports the resident had finished her bath and was being liftted from the tub to her wheelchair. She was over the wheelchair when the clip on the left shoulder broke and the resident fell about 18 inches to her chair. No injuries were reported.